Event description:
A physician reported a pt who was double skin-tested on 2/2/1997 and 3/3/1997 with negative results. She received a second treatment in the cheek on 1/1/1998. On 5/1998, the pt received a solarium session. One week after that, she developed erythematous papules at the cheek. The papules flared intermittently. The physician prescribed topical hydrocortisone cream and an oral antihistamine (tetrazine) at the time the physician observed symptoms; exact date not documented. Symptoms improved with the medications and worsened without the medications. In 1/1999, the papules were visible once or twice a week.